Event description:
Complainant alleged that while attempting to defibrillate sixty year old male pt, the device gave an "attach pads" prompt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not rec'd the product, and this complaint is still under investigation.